Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 91 mg/dl (ss) and 169 mg/dl (hcp) respectively. No symptoms were reported. There was no allegation of harm.